Event description:
It was reported that the patient was shocked due to oversensing of noise. During the device replacement procedure, the dr. Found that the setscrew appeared stripped. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. It was reported that the patient was shocked due to oversensing of noise. During the device replacement procedure, the dr. Found that the setscrew appeared stripped. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated oversensing shock, inappropriate noise.